Manufacturer narrative:
(B)(6). (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator small oval stiff snare was used to remove polyps in the intestines during an excision procedure performed on (B)(6) 2021. It was reported during the procedure and outside the patient that a (B)(6) years old, female patient had a colonic polyp which was ready to be removed. The physician opened the package and connected the electrotome host, however, it was found that the electrical connector was loose and could not be stuck and easily separated and fell off. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a captivator small oval stiff snare was used to remove polyps in the intestines during an excision procedure performed on (B)(6), 2021. It was reported during the procedure and outside the patient that a 57 years old, female patient had a colonic polyp which was ready to be removed. The physician opened the package and connected the electrotome host, however, it was found that the electrical connector was loose and could not be stuck and easily separated and fell off. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Block e1: (B)(6)this event was reported by the distributor. The reported physician and healthcare facility is: (B)(6) block h6: problem code a0501 captures the reportable event of cautery pin detached. Block h10: investigation results a captivator small oval stiff snare was received for analysis. Visual and microscopic inspection of the returned device revealed no problems were noted with the cautery pins and the prongs of the cautery plug were good. Per dimensional inspection, the active cord gauge (go/no go) test was performed and device passed. No other problems were noted. The reported event of "cautery pin detachment" was not confirmed since no problems were noted in the cautery pin and the active cord gauge ( go/no go) test was executed and device passed the test. The product record review confirmed that this was not a new failure type and the risk was anticipated. There was no evidence of a manufacturing problem, design or user problem which could have caused the complaint. Device analysis found no problems with the device. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.